Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not received.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 148 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.